Event description:
It was reported that the patient complained of difficulty walking while stimulation was on. He turned the device off and was able to walk without difficulty. It was reported that the patient had an x-ray to rule out lead migration, and lead repositioning would be scheduled as the patient wanted to remain in the study. It was later reported that the titanium had disconnected from the outer layer on the anchor, leading to lead migration, and a new lead was implanted. It was noted that there were no patient symptoms / injuries related to the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID neu_siliconeanchor, lot# unknown, product type accessory. (B)(4).

Event description:
Additional information received reported a different anchor was used due to the previous anchor malfunction. The event was considered resolved on (B)(6).

Manufacturer narrative:
Analysis of the lead model 3777-75, serial (B)(4) found no significant anomaly. The lead was cut through and the product segmented. Analysis of the anchor model found no significant anomaly. The anchor was separated.

Manufacturer narrative:
(B)(4).